Manufacturer narrative:
The insulin pump was received with a failed battery test alarm due to a corroded battery tube. The pump was unable to test for low battery alert and displacement test due to failed battery test alarm. The pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump had a low battery life. The customer will be sent a replacement pump.